Event description:
Rptr indicated a pt had increased seizures. The pt later underwent vns generator replacement surgery due to reported end of service. The explanted generator was returned for analysis. Analysis of the generator noted the generator was not at end of service and performed per specifications at the received settings of 2.0ma/20hz/250 pulsewidth/30 seconds on/1.8 min off. The generator has been implanted for 7.74 years. All attempts to the rptr for additional information have been unsuccessful to date.